Manufacturer narrative:
(B)(4). The homechoice (hc) was returned, and a device evaluation is currently underway. Upon completion of the evaluation or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual and functional testing was performed, and the device met testing requirements. External/internal inspection was performed and passed. A short simulated therapy was performed and passed successfully. Returned instrument testing evaluation (rite) was performed, which included functional and electrical testing of the device, and the device passed. Review of the device logs verified the reported issue of a high drain 101/call pd nurse alarm (increased intra-peritoneal volume or iipv). Upon conclusion of the investigation, the cause of the reported issue was determined to be insufficient drain, false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm 101 on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred after therapy. The therapy logs indicated that the ultrafiltration (uf) reading in cycle 1 was 2570ml and cycle 2 was -2365ml. The patient's largest prescribed fill volume was 2500ml. A technical service representative (tsr) initiated a swap of the hc and discussed the use of manual supplies until the new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.